Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a system advisory displayed and the vitrector would not cut during a cataract and vitrectomy procedure, in the left eye. The case was completed without patient harm.

Manufacturer narrative:
The company service representative examined the system and was able to replicate and confirm the reported events. The nonconforming pneumatics module and the nonconforming pneumatics module manifold were replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The nonconforming pneumatics module and the nonconforming pneumatics module manifold were received and a visual assessment of the returned samples found no nonconformities. The pneumatics pump was installed in a calibrated hotbed cataract system. During boot up, the system generated sm [charge timeout]. The returned pump was removed and the hotbed pump was reinstalled. The pneumatics main manifold was installed in the calibrated hotbed cataract system. The system was able to boot up without error. The ultra vit test and vit output sensor test were attempted, however the manifold gave no pressure when the footswitch was pressed down, and therefore the test could not be completed. The complaint was confirmed. The root cause of the reported event sm [charge timeout] can be attributed to a nonconforming pneumatics module. The root cause of the reported event of the vitrectomy cutter not cutting can be attributed to a nonconforming pneumatics module manifold. The manufacturer internal reference number is: (B)(4).